Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump completed a 24 hour duration test with no alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within the required range. The display screen was dim and discolored.